Event description:
It was reported that the nasastent dressing failed to dissolve appropriately and pieces of the product fell into the maxillary area as discovered during post-op debridement. This resulted in protracted post-operative debridements (3) to remove the residual material and has caused the patient to experience a bad smell and nausea. No other patient complications have been reported. Additional post-operative treatments (B)(6) 2016 (report 1 of 3).

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the product was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer's solution or water, which could delay the timeline for products' dissolution. It is also possible the patient did not irrigate properly after implantation. The instructions for use (IFU) provided with the devices contains warnings and precautionary measures related to proper use of the devices including but not limited to: - "after placement, nasastent dressing may be hydrated if desired." - "nasastent dressing is dissolvable and any residual material that has not dissolved or left the surgical site through normal outflow passages can be removed with irrigation and aspiration." The raw material used for all rapid rhino products is tested for dissolution before being used in building the products. Manufacturing record review found no deviations during the manufacturing process related to the reported complaint.